Event description:
It was reported that when the shaver was used during surgery, it was making a grinding noise and metal shavings were coming off.

Manufacturer narrative:
The returned device was noted to have no lubrication on it. Final investigation showed that the device was initially able to rotate freely, then stopped, accompanied by a burning smell. Following the functional test, the device was scraped and difficult to rotate, and metal shavings were found to have come off.